Manufacturer narrative:
(B)(4). The customer indicated that the microscan barcode printer was not at fault for this issue. The mixed up of specimen issues in their facility have been resolved with the implementation of a new process to confirm labels before attaching to the panels. The model numbers of the affected 11 panels ere not reported. Calibration of the barcode printer was performed on (B)(6) 2014 and the barcode printer skipped blank labels was resolved.

Event description:
It was reported that the barcode printer was skipping blank labels and the only way to get it to stop would be to cycle and power on the printer. The customer had to repair the bar code label and that is when the print order was affected and resulted in a mix up of labels. Customer indicated that barcode printer was not the cause of mixed up labels. Approximately 11 panels were affected with incorrect barcodes. It is unk how many incorrect results were initially reported to the physicians. When the customer discovered the mixed up, isolates were re-tested. The corrected results were issued and reported to the physician. It is unk when the label mix up started to occur. The specific info about the treatment was not reported.